Manufacturer narrative:
(B)(4). Customer returned pump for an alleged crack at the back of the pump, moisture and blank display found on the event date (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Blank display due to moisture damage on the pcba 1 / pcba 2 / harness assembly. Confirmed cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin was no longer working. Insulin pump had crack at the back. Insulin pump was exposed to moisture. No harm requiring medical was reported. Insulin pump was returned for analysis.